Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited that plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by high energy endo therapy accessories such as laser and high frequency endo therapy accessories, being used without maintaining enough distance from the tip of the endoscope. The event can be detected by following the instructions for use which state: instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.